Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed. Estimated blood loss is unknown. Patient did not require any medical intervention. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The device evaluation has not yet been completed. A follow up report will be filed upon completion of the investigation.